Event description:
Physician reports right side rupture, diagnosed with MRI. Device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified observed red particles on the surface of the device, it is observed that the device is broken. Lot number 2246888 confirmed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Physician reports right side rupture, diagnosed with MRI. Device has been explanted.